Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 us experienced an alarm and then the device shutdown. The customer confirmed there was no patient involved.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact root cause not established. It is most likely that the epc is causing the issue. Battery failure was due to lack of charging. Batteries are deep discharged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.